Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) lab for a bi-ventricular device upgrade. During placement of the left ventricular (lv) lead, the patient developed ventricular fibrillation (vf) that was short in duration and self-terminating. Due to the patient's proarrhythmic condition when placing the lv lead, the physician elected to implant a single chamber defibrillator. However, when the device was connected, a greater than 125 ohm shock impedance was recorded. The connections were checked and a greater than 125 ohm shock impedance was again recorded. The quality of the electrogram was normal with no electrogram noise reported. The competitor defibrillation lead was reconnected to the chronic competitor device and a greater than 200 ohms was recorded. Due to sinus bradycardia, the physician did not implant the single chamber defibrillator. A replacement competitor right atrial (ra) lead and replacement right ventricular (rv) defibrillation lead were implanted (right pectoral placement). A replacement dual chamber defibrillator was connected.

Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. The device was put through and passed a series of automated tests, which verified the performance of defibrillation, pacing, sensing, and recording functions of the device. It was concluded that the device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings.